Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found out that the right ventricular (rv) lead was sensing noise and exhibited low impedance measurements. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes that there were automatic mode switch (ams) episodes noted from noise over-sensing which led to pacing inhibition on the right ventricular (rv) lead. No intervention was performed. The patient had no adverse consequences.